Manufacturer narrative:
Correction: d4: the product code is unknown; therefore, g4: PMA/510k # or bla #: is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced pain (unspecified) and headaches one day after undergoing a surgical procedure for a subdermal hematoma in which dura-guard was used. Approximately 14 months later, the patient underwent an unspecified surgery for the pain and headaches. An inflammatory response with an excess of pus was found and it was reported as a ¿fungal reaction¿. No further detail was provided regarding the medical intervention associated with the pain, headaches or fungal infection. At the time of this report, the patient¿s outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.